Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) evaluated the device on-site and performed transducer calibrations that passed. Also, ovp (operational verification procedure) was performed and the unit passed. The unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the avea ventilator begins to auto cycle with positive end expiratory pressure (peep) greater than 6cmh20. Furthermore, there was no patient associated with the reported event.